Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the telescope and the sheath were kinked and the device was returned without guidewire. Microscope inspection showed that the guidewire exit port and the distal section of the tip were in good condition. Functional testing showed that no resistance when tracking the guidewire into the catheter. The media attached shows guidewire entanglement, but the guidewire was not from boston scientific. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Investigation conclusion: the telescope and sheath kinked found during the analysis could not have contributed to reported issue. Telescope kinking is often caused by the action of external forces over the material, such bending forces could be found during the procedure, during the user's handling of the device, and mainly during telescoping action. A kink in the telescope can occur when advancing the transducer to the most distal section with the telescope function. This action causes a compressive force in the male telescope tubing that if not parallel to the friction from inserting the male into the female section, could bend the telescope and collapse the tubing, causing a kink. This investigation has been assigned an investigation conclusion code of no problem detected following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation. Therefore, the reported complaint is not confirmed.

Event description:
It was reported that catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the ivus catheter became wrapped around the wire, and both the wire and catheter had to be removed. No further information was reported.